Event description:
A malfunction event was reported, identified by the code malf 12, for which the fault ID was also available. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. Technical support provided information on how to reset the pump, assisted the customer in resetting it, and confirmed that the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if the malfunction code reappears, and they acknowledged and understood the instructions.